Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, after advancing the electrode to the target location, the ablation was initiated. However, the generator never showed a change in impedence. The electrode was removed, but showed no indication that the current had been conducted. A second leveen needle electrode was then used to successfully complete the procedure and achieve roll-off. The account indicated that there were no visible issues with the complaint device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, after several actuations, the array was able to be extended and retracted without issue. Continuity of current was confirmed with the electrode which is indicative of proper connectivity. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. However, the directions for use (dfu) document indicates that "occasionally, tissue immediately adjacent to multiple, large blood vessels may not show a significant rise in impedance." Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, after advancing the electrode to the target location, the ablation was initiated. However, the generator never showed a change in impedence. The electrode was removed, but showed no indication that the current had been conducted. A second leveen needle electrode was then used to successfully complete the procedure and achieve roll-off. The account indicated that there were no visible issues with the complaint device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.